Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment, however, a partially broken retainer ring at the knit line was noted. Unable to download pump history files or traces using thump software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, detached end cap, overlay scratched, cracked keypad overlay, broken battery tube threads, stained keypad overlay, partially broken retainer, retainer knit line damage, broken belt clip rails, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and label damage. Unable to verify customer's complaint for unexpected battery power loss and failed batt test due to blank display. Unable to download was confirmed due to blank display. Blank display was confirmed during testing due to a misaligned battery tube. Battery cap contact missing and broken battery cap were confirmed during visual inspection. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, battery cap contact missing/damaged, damage (physical or cosmetic), failed battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported battery cap damaged. Damage is on metal contacts. Customer reported receiving replace battery alert/ replace battery now alarm. Customer reported that battery cap is loose, cracked, or damaged. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.